Manufacturer narrative:
Sample ID (B)(6) was tested using the abbott method and the anti-hav result was 0.76 (negative). Sample ID (B)(6) was tested using the abbott method and the anti-hav result was 0.89 (negative). Sample ID (B)(6) was tested using the abbott method and the anti-hav result was 0.09 (negative). Sample ID (B)(6) was tested using the abbott method and the anti-hav result was 0.11 (negative). Samples (B)(6), d.l., and k.t. Were provided for investigation. The samples measured results near the cutoff of the roche anti-hav assay. Samle ID (B)(6) was determined to be reactive (0,990 coi) with anti-hav reagent lot 625986, but non-reactive (1,03 coi) with anti-hav reagent lot 695556. All other samples were assessed equally with both lots.

Manufacturer narrative:
The samples were requested for investigation. H3 other text : na.

Event description:
The initial reporter questioned positive results for "several" patient samples tested for elecsys anti-hav ii (anti-hav ii) using reagent lot 625986 on a cobas e 411 immunoassay analyzer. The reporter also questioned results close to the cut-off with new reagent lot 695556. On (B)(6) 2023 sample ID (B)(6) result with reagent lot 625986 was 1.00 coi (positive). On (B)(6) 2023 the result with reagent lot 695556 was 1.17 coi (negative). On (B)(6) 2023 sample ID (B)(6) result with reagent lot 625986 was 0.89 coi (positive). On (B)(6) 2023 the result with reagent lot 695556 was 1.03 coi (negative). On (B)(6) 2023 sample ID (B)(6) result with reagent lot 625986 was 0.95 coi (positive). On (B)(6) 2023 the result with reagent lot 695556 was 1.21 coi (negative). On (B)(6)2023 sample ID (B)(6) result with reagent lot 625986 was 0.87 coi (positive). On (B)(6) 2023 the result with reagent lot 695556 was 1.01 coi (negative). The positive results were reported outside of the laboratory where they were questioned by the physician. The patients did not receive vaccination and are not known to have a hepatitis a infection. On (B)(6) 2023 samples from employees at the customer site were tested for troubleshooting purposes and compared to the abbott method. The results for 2 samples tested with reagent lot 625986 were positive and the abbott results were negative. Sample d.l. Result with reagent lot 625986 was 0.89 (positive). The result with reagent lot 695556 was 1.06 coi (negative). The result from the abbott method was 0.10 (negative). Sample k.t. Result with reagent lot 625986 was 0.99 coi (positive). The result with reagent lot 695556 was 1.21 coi (negative). The result from the abbott method was 0.06 (negative). The e411 analyzer serial number is (B)(6).

Manufacturer narrative:
Sample ID (B)(6) also showed an increased result value in the abbott test (0.89 coi) and may contain a low antibody titer. The investigation determined the product was working within specifications. No product issues were found.